Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported kink and shaft separation were confirmed however the difficult to position was unable to be replicated in a testing environment due to the condition of the returned device. Based on visual and dimensional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the coronary artery with mild calcification. A 2.25x28 mm xience xpedition rx stent delivery system (sds) was advanced toward the target lesion. Resistance was noted with an unspecified guide catheter. The proximal shaft kinked and then separated. The sds was removed without resistance and an unspecified device was used to complete the procedure. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.